Event description:
(B)(4). It was reported that after a percutaneous coronary intervention procedure, the patient experienced chest pain. In (B)(6) 2010, the patient presented with unstable angina and cardiac catheterization was performed revealing two target lesions.. The first target lesion was located at the 90% stenosed distal left circumflex artery. It was 10mm length x 2.25mm in diameter. The lesion was treated with a 2.25mm x 20mm taxus liberte stent placement. Post dilation was performed, residual stenosis was 0%. The second target lesion was located at the 80% stenosed proximal right coronary artery extending up to the distal right coronary artery and it was 65mm long in reference vessel diameter of 4.0mm. The target lesion was treated with direct stent placement using a 3.00 mm x 38 mm and 3.00 mm x 32 mm taxus liberte stent. In (B)(6) 2011,patient experienced chest pain and was hospitalized on the same day. Coronary angiography was performed which revealed instent restenosis of the stent in the distal left circumflex artery. The subject was treated medically. The event was eventually resolved without further complications and was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR. The complaint device was not received at the complaint investigation site (cis) for analysis. Review of the manufacturing batch reported that the devices in this batch met all applicable specifications. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).